Manufacturer narrative:
The complaint of error message was confirmed. The device was returned due to an error message alert being triggered and would not allow further interrogation. Analysis of the device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.

Event description:
During the implant procedure, the device was interrogated and an error message was observed. The issue was resolved by explanting and replacing the device. The patient was in stable condition.